Event description:
The hcp reported that shortly after implantation of an interstim neurostimulator system, the pt developed redness and swelling of the device pocket site. Cultures were positive for staphylococci organisms. The pt was treated with IV and oral antibiotics and the device system explanted.